Event description:
It was reported that the customer passed away. The customer had gone to the hospital with chest pain and possible diabetes complications. The customer's blood glucose reading at the time of death was 600 mg/dl. The caller stated that the insulin pump had a low battery, and was alarming motor error when the customer was found. Advised the caller that the insulin pump will be returned for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an energizer battery. We are unable to perform the occlusion and excessive no delivery tests due to motor error alarm and prime anomaly. We are unable to verify motor error alarm and prime anomaly root cause do to the preservation of the insulin pump.